Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: three pictures were received to ethicon inc for evaluation. Visual analysis of the three pictures received determined that an opened box of product code 4784g with suture length of 30¿(75cm), a quotation of product code 4784g with description of ethilon 0¿ 100cm, and a picture of catalogue product code 4784g indicating 100cm were received for evaluation. Further investigation was performed due to mismatch and in conclusion the code is available in length of 30¿ (75cm) in ethicon system, the lot was manufactured to be as expected and no deviation or discrepancies were found in database, no changes were made to product code in relation to suture length. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date it was noted that the product description for a product code in the suture catalogue, customer service system and quote does not match what is indicated on the box packaging, the product description on the box indicates the product is 75cm in length, whereas the systems (customer service, suture catalogue and quote) indicates the length is 100cm. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the lot number? Rcbdst.